Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - while doing a anatomic total shoulder, surgeon was trialing the 46 (blue) glenoid trial. One of the side pegs broke off. Surgeon removed the trial and elected to leave the broken piece in the glenoid.

Manufacturer narrative:
The reason for this instrument failure was reported as peg side of the glenoid broke off. The possible time in service for the instrument is 4 years and 8 months from manufactured date. The healthcare professional indicated that this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The devices were returned to the manufacturer and made available at djo surgical for evaluation. A review of 804-07-461 device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no ncmrs associated with the production of this instrument. Complaint database review showed 4 previous complaints but there were no indications that this instrument has a design or material deficiency. Those are - broken, cracked, damaged. The root cause of this complaint is likely attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo and after further examination, one of the pegs on the glenoid trial broke.